Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The non-calcified, 80% lesion was located in a tortuous saphenous vein graft (svg) to obtuse marginal (om). The physician attempted to direct stent the lesion with a taxus express2 3.5 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. The physician then attempted to retract the stent delivery system (sds) and the undeployed stent dislodged. The taxus stent was removed with a microsnare without any complications. The procedure was successfully completed with a bare metal stent. No injury or patient complication was reported. Patient status is reported to be "satisfactory/good".